Manufacturer narrative:
Continuation of d10: product ID 6495. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was inappropriate pacing during use of the external pulse generator (epg) and temporary pacing lead. The patient experienced ventricular fibrillation (vf). One defibrillation shock was performed and the patient returned to spontaneous rhythm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of there was inappropriate pacing during use of the external pulse generator (epg) and temporary pacing lead. An endurance test was performed over two days to duplicate the complaint, no failure was found the epg passed all incoming tests. No errors were found in log files, the epg was found to be working correctly. It was determined at analysis that the hanger assembly was broken, the hanger assembly was replaced. The device passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.